Manufacturer narrative:
Patient¿s gender and weight are unknown. Date of postoperative nail rupture is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter phone number is not provided for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the implantation of a proximal femoral nail antirotation (pfna) took place on (B)(6) 2014. Post-operative x-ray taken on an unknown date revealed that the nail was ruptured. Nail removal surgery took place on (B)(6) 2018. No other information provided. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was performed for part number: 472.290s, synthes lot number: 9080420: release to warehouse date: 30. July 2014, expiry date: 01.july 2024, manufacturing site: bettlach: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Complainant device is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.